Event description:
Pt admitted for aspiration of left ovarian cyst. During surgery cautery was used and there was noted to be a small 0.5 ml cauterized area on the small bowel. Small bowel was repaired without any complications. Pt discharged home.